Event description:
It was reported that presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was reported. There were no patient consequences.